Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a hysterectomy the needle fell out of the jaws. To correct the condition a third device was used to complete the procedure with no patient issues.